Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that a warning triggered on the right ventricular (rv) lead due to low impedance. There was also undersensing of the r-waves and a steady increase in thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.